Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not been able to hear with the device for a month. The surgeon will schedule an appointment with the user to determine the next steps.

Manufacturer narrative:
Based on the received information, damage to the conductive link or to the device appears likely, as indicated by in-situ testing and on the device explantation report form. However to determine and confirm an exact root cause of failure a device investigation to the explanted device would be necessary. The device was explanted, but has not been received for investigation yet. This is a final report.

Event description:
The recipient had not been able to hear with the device for a month. This loss of sound occurred after experiencing fluctuations for about a week. The recipient was re-implanted with a new device. The device has not been received for investigation yet.